Manufacturer narrative:
Initial infection was reported on MFR # 2916596-2021-00675. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that patient had regredient infection parameters. Patient was re-hospitalized on (B)(6) 2020 with c-reactive protein (crp) of 3.1 milligrams per deciliter (mg/dl), white blood cell of 12 grams per liter (g/l). Changes to antibiotic management transfer back to rehabilitation center on (B)(6) 2020.